Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic had scratches and a small split/cracked area near the center. No other damage was observed. A lens bench test was performed. The optical resolution was acceptable. The focal length reading was 18.99 equaling a 20.5 diopter which matches the reported diopter of the reported serial number. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected); "double vision" (diplopia). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, an intraocular lens (iol) was exchanged due to a refractive surprise. The surgeon also reported, the pt was experiencing double vision which began following the implant procedure. The surgeon feels the iol is not the power stated on the box. The iol was exchanged for the same model lens. Additional info has been requested.